Event description:
Oscor lead functioned normally. Initial bipolar resistances on 5/91 measured 455 ohms. Subsequent resistances measured between 7/91-1/98 measured 482-553 ohms. The sensing during this period ranged between 2-3 mv. In 7/98, resistances measured 456-459 ohms. Capture was 2.5 volts at .6 msec. Repeated resistances today measure less than 250 ohms. Sensing has deteriorated to 1 mv. Capture is 3 volts at .6 msec. The lead is being replaced due to suspected bipolar insulation failure.